Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 7010963, model/catalog description: coveredge 32 surgical lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an autoimmune disorder from the past. It was also reported that following post placement of scs the patient was experiencing serious drainage and was treated by infectious disease physician. The physician stated that patient had grown a non-staphylococcal organism. The patient will undergo explant.